Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval conclusion: is being updated for this event. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the affected pump was successfully replaced on (B)(6) 2017. The event log was obtained. At the pump replacement the healthcare provider (hcp) decreased the intrathecal morphine dose to 4 mg/day. The hcp also confirmed catheter patency. The actual residual volume (arv) was 43 milliliters (mls) and was aspirated from the old pump and the expected residual volume was 3.1 mls so no it drug had been delivered since the last pump refill. The affected pump was sent back to the manufacturer for analysis on the date of this report. Logs showed: motor stall recovery occurred on (B)(6) 2017 at 19:20. Motor stall occurred on (B)(6) 2017 at 20:34. Motor stall recovery occurred on (B)(6) 2017 at 04:21. Motor stall occurred on (B)(6) 2017 at 05:31. Motor stall recovery occurred on (B)(6) 2017 at 23:20. Motor stall occurred on (B)(6) 2017 at 23:58. Motor stall recovery occurred on (B)(6) 2017 at 23:47. Motor stall occurred on (B)(6) 2017 at 00:21. Stopped pump period may exceed tube set on (B)(6) 2017 at 00:21. Motor stall recovery occurred on (B)(6) 2017 at 22:10. Motor stall occurred on (B)(6) 2017 at 22:48. Stopped pump period may exceed tube set on (B)(6) 2017 at 22:48. Motor stall recovery occurred on (B)(6) 2017 at 12:31. Motor stall occurred on (B)(6) 2017 at 14:25. Motor stall recovery occurred on (B)(6) 2017 at 17:50. Motor stall occurred on (B)(6) 2017 at 19:04.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the pump was stalled and the patient was awaiting a pump replacement. The cause of the motor stall was not determined. A referral was sent to a hcp for a pump replacement. The referral was sent on (B)(6) 2017. The patient was given oral meds to deal with the pain. No further complications were anticipated/reported.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication in the motor and that there was a stall due to shaft bearing. Analysis also found that there was overinfusion due to an unknown cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine (unknown) at a concentration of 10mg/ml and dose of 7.995 mg/day via intrathecal drug delivery pump for spinal pain. It was reported that a motor stall was seen at initial interrogation and the patient did not recently have an MRI (magnetic resonance imaging). It was reported that pump status and/or event log reported motor stall occurred, motor stall (active), and logs revealed a stall occurred (B)(6) 2017. It was reported that the pump would be replaced; the patient was referred to the hcp and the date of replacement was unknown. It was reported that the patient experienced an increase in pain. It was reported that the patient's weight at the time of the event was (B)(6) . No further complications were reported.